Event description:
It was reported that during a low anterior resection, the staples were unformed. Hand stitching was performed to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.